Manufacturer narrative:
(B)(4). Date sent to the FDA; 09/09/2019. It was reported performance fraying suture intra-op. Unopened samples were received for evaluation. During the visual inspection of the representative samples, no defects were found on the packages. The samples were opened and contain a strand per packet. The sutures were dispensed without problems and examined along of the strand and no defects, damaged or fraying suture was observed. A tactile test was performed to strands and no unraveling or fraying could be detected. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. According to visual inspection of the samples received no performance fraying suture intra-op were observed. Representative samples returned to support investigation of 5 device issues captured in reports 2210968-2019-85412, 2210968-2019-85413, 2210968-2019-85414, 2210968-2019-85415 and 2210968-2019-8541. Analysis results have been included in follow-up reports for each.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device mcm966 number, and no non-conformances were identified.

Event description:
It was reported that a patient underwent an unknown procedure and suture was used. The suture frayed easily during pediatric abdominal closure. No patient consequence reported.